Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer claims that her mother was laying on a heating pad for arthritis. After 45 minutes of use, she is alleging that the heating pad caused burns down the right side of her mother's back.